Manufacturer narrative:
Efforts to obtain device identification serial numbers have been unsuccessful. This lead was not returned for disposal/evaluation. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined, however the lead fracture is consistent with an over stress situation in-vivo. It is unknown which of two implanted leads experienced this issue. As a result, both leads were added to the record.

Manufacturer narrative:
Investigation determined the lead associated with this incident report was not the device which exhibited the high impedance readings and no intervention was taken with respect to the device. There is no indication of a product quality issue with respect to device design, manufacturing or performance for the device associated with this device. The device associated with the high impedance readings was reported within manufacturer report number 1627487-2020-22878.

Manufacturer narrative:
Date of event and therapy date are estimated. Patient has two leads. It is unknown which lead was broken and explanted. Therefore, both leads are being reported. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Further information was requested but not obtained.

Event description:
Related manufacturer reference number: 1627487-2020-22878. It was reported that the patient experienced loss of therapy due to high impedance. X-rays confirmed that the patient¿s lamitrode lead was broken. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively.